Manufacturer narrative:
(B)(4). Update made; previously reported codes no longer apply.

Event description:
Additional information was received. It was reported that multiple motor stalls had occurred over several days leading to one that did not recover. The cause of the stalls was unknown. As of the date of report, the patient had reportedly recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly; corrosion and moisture on the top side of gear wheel three. The motor stall was due to the shaft bearing.

Manufacturer narrative:
Conclusion: code is no longer applicable for this event.

Event description:
The pump motor had stalled a ¿few days ago¿ and the pump failed to update properly. It was unknown if any diagnostic testing or troubleshooting was performed. According to the pump logs, a motor stall had occurred on (B)(6) 2014 with no recovery recorded. An emergency replacement was performed. The patient experienced increased pain. The patient status was 'alive - no injury'. The device system was used to deliver dilaudid and clonidine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.